Manufacturer narrative:
Ziv6-35-125-5.0-60-ptx-ci is an investigational device in (B)(6) however, ziv6-35-125-5-60-ptx is considered similar to legally marketed devices in the us. FDA MDR reporting criteria applicable. FDA MDR reporting required based on the procedural related intervention [emergent popliteal artery incision / popliteal artery patch angioplasty]. PMA/510(k)# of similar device: (B)(6). The ziv6-35-125-5.0-60-ptx-ci stent of lot number c1071927 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: ¿findings: implantation angiography is provided along with the complaint report. A focal mid sfa stenosis and a near occlusive small irregular filling defect just inferior disappeared after angioplasty. The right lateral sfa wall at the more superior stenosis was irregular from dissected plaque. The wall just inferior where the filling defect had been was perfectly smooth. After stent implantation, angiography over the knee and proximal calf revealed partial embolic tibial peroneal trunk occlusion. The embolism was the same size as the mid sfa defect that had disappeared after angioplasty. One hour later the occlusion had worsened from spasm and possibly acute thrombus. Impression: the embolism was not the result of stent implantation. It occurred after pre-implantation angioplasty. The irregular mid sfa filling defect disappeared after angioplasty. Although no imaging of the tibial peroneal trunk was provided until after stenting, the embolism had no effect on the perceived runoff. The embolism size was too large to be extruded through the stent interstices. Significant findings relative to the patient¿s anatomy were not observed. Significant findings relative to the disease state were observed. An irregular intraluminal plaque embolized to the tibial peroneal trunk after pre-implantation angioplasty. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were not observed.¿ the customer complaint can be confirmed as an intraluminal plaque embolized to the tibial peroneal trunk. According to the imaging review, the embolism was not the result of stent implantation. It occurred after pre-implantation angioplasty and was related to the disease state of the patient. No significant findings relative to the use of the device or the design/performance of the device were observed. As this event occurred prior to stent implantation, it can be said that this event did not occur due to zilver ptx malfunction. The most likely cause of this occurrence was the patient¿s disease state; however a definitive root cause cannot be determined. It can be noted that as per instructions for use embolism is listed as a potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided the physician performed an emergent popliteal artery incision, removed the detached film and then conducted a popliteal artery patch angioplasty. No other adverse events were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(4), (B)(6), vascular injury requiring intervention: right sfa intimal injury - possibly related to the study product. On (B)(6) 2015, the patient was admitted to the hospital. On the same day, the patient underwent pre-dilatation of the study lesion with one inflation of a 4 mm x 40 mm balloon. One 5 mm x 60 mm (lot # c1071927) zilver(tm) ptx(tm)&#59411;study stent was deployed into the right distal sfa via a contralateral approach. Post-stent dilatation was performed with one inflation of a 5 mm x 60 mm balloon. A piece of vessel endometrium or plaque, embolized after post-dilatation and inhibited blood flow to the tibial-fibular trunk and posterior tibial artery. The investigator performed an emergent popliteal artery incision, removed the detached film, and then conducted a popliteal artery patch angioplasty. No non-study stents were used to treat the study lesion. There was no residual stenosis remaining in the study lesion or difficulty using the stent delivery system. Post-procedurally, the right leg abi was 0.98. The investigator determined, based on clinical experience, that the right sfa intimal injury was possibly related to the study product and procedure. On (B)(6) 2015 (12 days post-procedure), the patient was discharged from the hospital taking sarpogrelate hcl, aspirin, plavix and beraprost. On (B)(6) 2015 (160 days post-procedure), the six month follow-up clinical assessment was performed. The right leg abi was 0.79 and the (B)(6) classification was two. The patient continued to take sarpogrelate hcl, aspirin, plavix and beraprost.